Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their toothbrush head became detached from the shaft of their toothbrush during brushing. No injury was reported. 28-dec-2021 follow up via e-mail: the consumer reported that the brush head was in a four pack of oral-b cross action toothbrush heads and provided the product lot - 97533085. The consumer reported that the oral-b brush head felt loose. No injury was reported.

Manufacturer narrative:
21-jan-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via e-mail stated that their toothbrush head became detached from the shaft of their toothbrush during brushing. No injury was reported. 28-dec-2021 follow up via e-mail: the consumer reported that the brush head was in a four pack of oral-b cross action toothbrush heads and provided the product lot - 97533085. The consumer reported that the oral-b brush head felt loose. No injury was reported.